Event description:
The volcano pioneer plus intravascular ultrasound guided re-entry catheter after flushing catheter with heparinized solution the tip broke off and could not use. The catheter was on the sterile field, did not use on patient.